Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. No retention testing as test strips are expired. Most likely underlying root cause; mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 452, 144, 100, 126 and 106 mg/dl. Mother stated that the true metrix meter is reading 100 points off from the dexcom and the meter at the d.'s office. Customer has not been using the meter for a while because she has a cgm meter. The customer¿s expected fasting blood glucose test result range is 70-120 mg/dl (per endocrinologist). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification; customer did not specify location. The test strips are expired: manufacturer¿s expiration date is 06/30/2022. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result: 149 mg/dl date (B)(6) 2023 time: 549pm mother's result. Result 1: 452 mg/dl date: (B)(6) 2023 time: 419pm fasting (customer believes test were. Taken back in july) result 2: 144 mg/dl date: (B)(6) 2023 time: 411pm fasting. Result 3: 100mg/dl date: (B)(6) 20203 time: 409pm customer is not sure if fasting or non-fasting . Result 4: 126 mg/dl date: (B)(6)2023 time: 1000pm customer is not sure if fasting or non-fasting. Result 5: 106 mg/dl date: (B)(6)2023 time:325am customer is not sure if fasting or non-fasting.